Event description:
The customer reported approximately 10 milliliters of clear fluid leaked from the coulter lh 780 hematology analyzer during startup. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and found a loose white blood cell (wbc) bath. The wbc bath holds wbc dilution for mixing and collection data of wbcs. The fse secured the wbc bath and verified the repair as per established procedures. Results: wbc bath. (B)(4).